Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) was connected at the time of the alarm. The hp contacted a baxter technical service representative (tsr) and the tsr found that the hp forgot to close the spare supply line clamp causing the se 2240. The tsr assisted the hp to reset the alarms so the hp could unload the cassette and bags. The hp would reset up again with new supplies. The tsr advised the hp to call their pd nurse (pdn) for further medical instructions. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. This review finds the labeling accessible, accurate, and adequate for the related use error(s) in the complaint. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.